Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 37 mg/dl as the customer had experienced a loss of connection on the non-tandem continuous glucose monitoring system for less than 15 minutes and the basal software did not suspend insulin. Additionally, the customer reported occasional low bg during the night. Juice was consumed to treat bg level.